Manufacturer narrative:
Physician reported a full thickness incision on procedure#: (B)(6). Review of procedure found no eye motion, and a residual stroma of 99/100 m. There are no signs of laser contributing to the full thickness incision. System functioned as designed. Patient is recovering well post-op. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported full ak thickness following procedure ID#: (B)(6).